Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-30 occurred on vio dv integrated electrosurgical unit (iesu). The customer power cycled the iesu, but the issue was not resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis investigation. The unit was analyzed and was confirmed using log reviews; c-30 error was in the logs. Upon visual inspection, no issues were found that would be related to the reported event. The erbe unit was tested using the system and successfully energized and cauterized all ports and instruments without any issues. A review of the erbe internal log also revealed error c-00. The complaint was confirmed based on failure analysis. Intuitive surgical, inc. (Isi) received the following information: the generator was rebooted to resolve the issue.

Event description:
Refer to h11 for follow-up information.